Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a wire fracture occurred. The 80% stenosed lesion being treated was located in the non-tortuous, non-calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm unknown balloon, inflated to 14atm for 30 seconds. Another 90% stenosed lesion also being treated was located in the bifurcated non-tortuous, non-calcified proximal diagonal (dx) artery. The lesion was predilated with a 2.0x15mm unknown balloon, inflated to 14atm for 30 seconds. After positioning the two 0.014 guide catheters in the lad and the first dx, the physician deployed a 2.75x15mm promus stent in the dx. Then, the physician attempted to place a 2.5x23mm promus stent, but was unable to advance 'at guide catheter at descendent thoracic aorta'. When the stent delivery system was removed, the top of the stent was found to be damaged 'ripped'. The physician felt that is why the stent did not advance. A 2.75x18mm promus stent was deployed in the lad. At the end of the procedure, during the final shooting, a great result was observed. However, the physician identified that the distal tip portion of the pt2 guidewire had fractured and remained in the top of diagonal sub branch. Patient status reported as "stable".